Event description:
It was reported that the patient had his device removed due to infection. Patient was reimplanted with another spectra device at the same procedure. No add'l pt complications were reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event is will be re-evaluated and a follow-up report will be sent.